Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported "I am now dealing with various complications, including swollen lymph nodes", "an elevated tumor marker" and "as well as chronic inflammation and severe pain in the affected area". This record is for the right side. Device remains implanted.